Event description:
It was reported the patient's pain was excruciating throughout her implant experience. It was noted the implantable neurostimulator and lead was removed, however the date was unknown. It was also reported the patient was not happy with her implant experience and the customer service of the device manufacturer.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient still had concerns about her device or therapy. The patient was dissatisfied with the product. It was stated that the patient has had "nothing but problems". The patient expressed her desire to have the device removed. The patient also expressed her dissatisfaction with the company representative. Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
It was reported that the patient was not getting relief. While stimulation was turned on, the implantable neurostimulator (ins) was not functioning "the way it should." It was stated that the patient had "a lot of nerve damage" because "it took her healthcare provider (hcp) over 3 hours to get permanent implant in." A few more programs were "put in" but they were not helping. Almost two weeks later, it was reported that the patient was still having concerns with her device or therapy but had not sought further help. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.